Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code combination. The investigation could not draw any conclusions about the reported event without the product to examine. Provided information suggests the patient experienced trauma (fell); however, it was unknown if the fall contributed to the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for osteolysis, polyethylene wear of insert and loose tibial tray at both bone/cement/implant interfaces. It was reported the patient fell and twisted his knee. Depuy cement was used.